Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced recurrent alarms for occlusion and a restart error identified as vbuck boost over/under voltage, along with loss of cgm readings to the ilet; troubleshooting included dismissing the occlusion alarm, restarting the ilet, and re-pairing the cgm, after which the alarms reappeared, and a replacement ilet was provided with instructions to switch to backup therapy. Symptoms included hyperglycemia with a reported blood glucose up to 334 mg/dl, without ketone testing or medical intervention. Outcomes included interruption of insulin delivery requiring the use of backup therapy. Investigation included technical support review, user education on proper cartridge installation sequence, and device replacement. Investigation of the device engineering logs confirmed previous alert 67 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.